Event description:
During a procedure of the bladder by laparoscopy, the surgeon had to open the patient (laparotomy) and entered his hands into the cavity and permeability of blood and water occurred through surgical gown catalog 1002493. The lot could not be identified by the surgeon. The gown was into customed surgical pack catalog no. 900-028. There were two lots of 1002493 traced as used. Both lots were reported to MFR emm. Event occurred is only one lot. No other event was reported. This event was reported to the device MFR, emm.

Manufacturer narrative:
Results: DHR review, quality tests verified and specifications reported as verified by MFR and failure of device could not be traced as a defect from manufacturing process. End user requested to supply another catalog until the investigation is closed. The investigation from the device MFR did not revealed defect.